Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 497 mg/dl. The customer treated for their high blood glucose with syringe. The customer was not using the insulin pump system within 48 hours of reported high blood glucose event. Customer's current blood glucose was 272 mg/dl. The insulin pump will not be returned for analysis.